Event description:
A malfunction alarm occurred, identified as malf 0. There was no reported impact on the customer's blood glucose level. The customer received instructions via email on how to reset the pump and acknowledged the need to follow these steps. They were advised to call back if the malfunction code reappeared.